Event description:
Pulmonetic systems, inc. Received a field service record from a representative in 2003. The representative reported the following problem: no turn on. MFR has been unable to obtain further info.